Manufacturer narrative:
Evaluation of the returned device showed that the customers comments are not verified. The reported problem could not be duplicated but found pinched internal co2 tubing due to user tampering. Monitor last serviced over 1 year ago in nov 2018 and had passed all functional tests. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Operator of device unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device flow rate is to low pa. No patient injury was reported.